Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose was unknown at the time of hospitalization. Customer suffered from the symptoms like not feeling good. Customer was wearing an insulin pump at the time of hospitalization. The product will return for the analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuracy test.